Event description:
An animal reference laboratory in the us reported that they were generating erroneously high sodium, potassium and chloride results on their au2700 analyser. The customer stated that 15 erroneous results were generated and reported from the lab. There was no change to patient treatment. The veterinarian questioned the results when he received them from the lab. The customer stated that the repeat results were as expected.

Manufacturer narrative:
A field service engineer (fse) was dispatched. The fse confirmed that the ise issue was due to a failed reference valve. The fse replaced the faulty reference valve part # (B)(4) with the new modified reference valve part # (B)(4). A CAPA has been raised to remediate issues with the reference valve part #(B)(4), which also affect analyzers used in human diagnostics. The manufacturer reference number for this event is (B)(4).